Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported left side device accommodation folds, cysts, and isolated enhancement in the left breast with suggestive benign characteristics via MRI. Later, healthcare professional reported "hyperechoic linear echoes observed inside the implant on the left, predominating in the lower quadrants, findings that may be related to intracapsular rupture" and "discrete heterogeneous areas with high signal in stir (fluid content) are noted inside, suggesting intracapsular rupture. A small amount of fluid is observed adjacent to the implants". Device remains implanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease folding of implant: not observed. Cyst: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, b5, d6b, h6.

Event description:
Device has been explanted.